Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test and system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The peritoneal dialysis (pd) patient reported the patient experienced drain volume that was over 180% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. The patient was able to complete treatment. The patient had a last drain volume of 4111 ml and their largest fill volume was 2203 ml. The reported large drain of 4111 ml was 187% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient¿s nurse reported the patient did not require any medical intervention.